Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, h6.

Event description:
Later patient reported that rupture is in the contralateral side. This record is no longer reportable to FDA and will be un-reported.

Event description:
Patient reported "I have implants and one ruptured". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.